Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge. The patient underwent a full scs system replacement. The patient was doing well postoperatively. The explanted products were discarded.